Event description:
Patient was positioned for stereotactic biopsy, cleaned off and numbed and small incision made for biopsy device. The radiologist began to wind the biopsy device to target but noticed that something did not seem right with the target numbers. The calculation was showing to be at the target already without any manipulation from the radiologist, but the device was still outside of the breast. The staff re-targeted for a new calculation and the same scenario happened. The patient was moved to a backup biopsy room and the exam was able to be completed.